Event description:
It was reported the pt is without stimulation and the ipg is unable to communicate with the pt programmer or charger. The ipg was recharged a week before stimulation was lost. A replacement charging system was sent to the pt. Follow-up identified the new replacement charger was unable to communicate with the ipg. The sjm representative may contact the pt to further interrogate the system.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.